Manufacturer narrative:
Some patient results were suppressed with low absorbance flag, and other results were very low. Qc was within the established ranges before the event but was affected similarly to patient results after the event. A bci field service engineer (fse) visited the site on (B)(4) 2010. The fse observed that the instrument was operating acceptably after it was reboot during the night shift. The fse found that the syringe was tight but did not note any issues. As of (B)(4) 2010, the problem had not reoccurred. A definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously low cartridge chemistry results generated by unicel dxc 600 pro synchron chemistry analyzer. No incorrect results were reported out of the laboratory. There was no effect to patients or user.